Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 3 ml bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g the stopper wasn't aligned correctly. The following information was provided by the initial reporter: it was reported by the consumer the plunger tip was distorted and out of place.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-mar-2022. H6: investigation summary: one photo and one loose 3ml syringe with needle were received. Through visual inspection insecure stopper was observed. The observed condition was non-conforming per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 115239 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using 3 ml bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g the stopper wasn't aligned correctly. The following information was provided by the initial reporter: it was reported by the consumer the plunger tip was distorted and out of place.